Manufacturer narrative:
(B)(4). Batch # v9692c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the handle partially open. Due to the condition of the open handle, this condition would not allow free rotation of the knob. Upon further visual inspection, one unformed clip was noted to be partially fired in the jaws. The clip was manually removed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies could be observed. No conclusion could be reached regarding what may have caused the reported incident. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clip was found to be unformed, no conclusion could be reached regarding the cause of the staple condition. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, surgeon was having issues getting the clips to close adequately. They weren't closing and clamping down, but were remaining in a "c" shape. Case completed with silk ties. There was no patient harm.